Manufacturer narrative:
This supplemental report is being submitted to provide additional information.

Manufacturer narrative:
The device was returned to service center for the physical evaluation and the user¿s complaint was not confirmed. The device was attached to the usg-400/esg-400 and a probe check was performed; the device failed the probe check. Both switches were checked and found both switches are functional. A visual inspection on the returned device was performed and found there is some tissue build up. The ptfe pad (teflon pad) was inspected and found it has normal wear, no metal exposed, no abnormality. The distal end of the device was inspected under a microscope and found the probe is detached, missing portion returned. Based on the investigation, the cause for the damaged/broken probe is attributed to the probe coming into contact with a hard or metallic surface during activation. As a preventive measure, the instruction manual provides several warning statements in an effort to prevent damage to the jaw and probe. "Do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
The user facility reported they used multiple devices on multiple cases due to poor performance or teflon pad issues. Five thunderbeat devices with the same model number tb-0535fc and lot number kr815809 were received from the user facility. Additional information has been requested but the user facility indicated no additional information is available. The investigation found the probe is detached and missing a portion. This was device number 3 of 5.